Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor and no damage or explosion was observed. Inspected the plug assembly, no issues were observed. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly) and no evidence of explosion was observed. Performed a visual inspection on the returned freestyle libre puck and no external damage was observed. The puck was found to be in sensor state 5 (indicating normal termination) with events 3 & 4, indicating normal expiration at 14 days. The current was applied to the sensor to perform linearity testing and poised voltage were performed while in the test fixture. All results were within specification, indicating that the glucose results provided by the sensor were accurate. Visual inspection has been performed on the internal components of the sensor and no issue were observed. Battery was intact within the puck. The returned battery voltage was measured to be within specification range. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device exploded on their arm. No further details were provided. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor and no damage or explosion was observed. Inspected the plug assembly, no issues were observed. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly) and no evidence of explosion was observed. Performed a visual inspection on the returned freestyle libre puck and no external damage was observed. The puck was found to be in sensor state 5 (indicating normal termination) with events 3 & 4, indicating normal expiration at 14 days. The current was applied to the sensor to perform linearity testing and poised voltage were performed while in the test fixture. All results were within specification, indicating that the glucose results provided by the sensor were accurate. Visual inspection has been performed on the internal components of the sensor and no issue were observed. Battery was intact within the puck. The returned battery voltage was measured to be within specification range. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. H4 - device mfg date was incorrectly documented in follow up report #2. The h4 - device mfg date has been correctly updated.

Event description:
Customer reports their adc device exploded on their arm. No further details were provided. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section b-5 (describe event or problem), h-7 (other remedial action) and h-9 (corrective action) were incorrectly documented in the previous initial report 2954323-2023-26953. Section b-5 has been updated and sections h-7 and h-9 have been removed.

Event description:
Customer reports their adc device exploded on their arm. No further details were provided. There was no report of death, serious injury, or mistreatment associated with this event.